Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was 800 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. The customer went to the emergency room and was subsequently admitted to the intensive care unit. They were treated with intravenous fluids of saline and a manual insulin injection to address the high bg level. Treatment resolved the issue and there was no permanent damage. The customer was discharged on (B)(6) 2026.